Event description:
It was reported that interrogation of the implantable cardioverter defibrillator (ICD) revealed one vertical bar consistent with a loss of data. It was noted that the patient was receiving radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.